Manufacturer narrative:
A field service engineer (fse) replaced the y-fittings, quick disconnects and tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding no foam bottle leaking into hydro compartment on unicel dxc 800 synchron clinical systems. No injury has been reported in connection with this event.